Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. (B)(4). Concomitant medical products - trabecular metalâ¢ acetabular revision shell/ pn 00700006020/ ln 63261144, cer option type 1 tpr sleve -6/ pn 650-1064/ ln 586410. This report is number 1 of 2 mdrs filed for the same event (reference 0001822565-2017-01808).

Event description:
It was reported that patient had a revision due to recurrent dislocation and impingement. It was found that the cemented constrained liner did not have sufficient anteversion. The neck of the femoral stem impinged on the anterior inferior tab of the constrained liner when the hip was flexed and adducted and hence levered out resulting in dislocation. The head was removed and replaced along with a competitor liner.